Event description:
It was reported that on (B)(6) 2013, the patient presented with an acute myocardial infarction. Emergency percutaneous coronary intervention was performed on (B)(6) 2013 to treat a moderately calcified, concentric, 100% stenosed, de novo lesion in the non-tortuous proximal to mid left anterior descending (lad) coronary artery as follows: pre-dilatation of the lad was performed with a 2.0x15 non-abbott balloon dilatation catheter (bdc), a 2.75x23 rx xience xpedition stent was advance and deployed at 12 atmospheres (atm), then, as the stent was not confirmed to be fully apposed to the vessel wall, stent post-dilatation was performed using a 2.75 x 23 mm non-abbott bdc via inflation to 10atm. Intravascular ultrasound (ivus) confirmed good stent wall apposition with a resulting timi flow of grade 3. Then on (B)(6) 2013, a moderately calcified, concentric, 99% stenosed, de novo lesion in the non-tortuous distal left circumflex (lcx) coronary artery was also treated via pre-dilatation with a 2.0x15 non-abbott bdc, then a 2.25x18 rx xience prime was deployed at 12 atm with no post-dilatation performed. On (B)(6) 2013, during a follow-up visit, the patient presented with angina and an angiography confirmed in-stent thrombosis in both the lad and in the lcx. An intra-aortic balloon pump (iabp) was then placed to stabilize the patient. On (B)(6) 2013, the patient was sent to another hospital for coronary artery bypass surgery; the final patient outcome is not known by the site. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns floppy, extra. Guide catheter: mach1 6f cls 3.5, yamato 7.5f 35cc, mach1 8f cls 3.5 sh. Stent: 2.75x23 rx xience xpedition. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina, thrombosis, and surgical procedure (coronary artery bypass) are listed in the (B)(4) xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 2.75x23 rx xience xpedition referenced is being filed under a separate medwatch MFR number.